Event description:
It was reported that the patient experienced a loss of therapeutic effect with increased dystonia and "freezing." The patient had these issues for the past 3 months, but there was not known accident or incident related to the start of the issue. The battery level and impedances were measured and found to be within normal ranges. After measuring the impedances, the nurse noticed that the patient's usage statistics indicated the patient only used the device 71% of the time, but he never purposely turned the device off, indicating the device was turning itself on and off. It was recommended that the control magnet be deactivated. The patient outcome was unknown. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2007 (B)(6), explanted: na, product type: extension, product ID 3387s-40, lot# v006969, implanted: 2007 (B)(6), explanted: na, product type: lead. (B)(4).